Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient's cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Patient was experiencing adhesive issues and he reported that the cannula had dislodged from the infusion site. When the pod was removed, it was noted that the cannula appeared bent. It was also reported that the pink slide insert did not move forward (into the viewing window), indicating a failure of the needle mechanism to deploy as intended during activation. To treat their elevated bg levels, a total of 15 insulin units were administered to the patient and a new pod was applied.